Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. The 4.00mm x 150mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. The device was inflated three times at 12 atmospheres. However, on the fourth inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6.0mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.